Event description:
It was reported that a right ventricular lead exhibited externalized conductor found through cinefluoroscopy. No electrical anomalies or patient symptoms were reported. No intervention has been performed.